Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The manual test was not performed due to the call tech support error. The reported event of an intermittent audio output was confirmed. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, to claim no audio output on (B)(6) 2017. There was no report of any injury or medical intervention. No additional event or patient information is available.